Manufacturer narrative:
Correction:evaluation summary: one used electrode was received, and evaluation of the sample confirmed the issue with a fractured tip. Visual inspection found the tip of the electrode to have broken off. A piece had broken off and was returned with the device. Further examination of the tip under magnification also found stress fractures. The investigation identified the root cause of the reported event to be from applying excessive force to the electrode tip during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic cholecystectomy, the spatula broke off one cm from the tip and fell within the patient cavity. The broken piece was removed from the cavity and there was no patient harm. A new device was used to continue the procedure.